Manufacturer narrative:
Philips service replaced the ippc, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the ippc intermittently locks and fails to boot, requiring manual activation on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.